Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported the device never helped with their symptoms. They stated that at one point, sometime past 2007, they backed into a cooler at a convenient store and felt a painful shock. They adjusted stimulation with their programmer and the shocking stopped. No further complications were reported.